Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device would not register stimulation in a case. The hcp was not getting a response from electrodes plugged into the patient interface during the procedure. The endotracheal tubes was changed but the same thing occurred. The manufacturer representative tested the device with a patient simulator and channels 1-3 tested fine at .8 ma, however, channel 4 required a stimulus of 1.5 ma to elicit a response.